Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for non-malignant pain. It was reported that the patient¿s trial worked much better than the permanent system using low density (ld) programming. The patient experienced pain, soreness, and a pulling sensation at their back, ribs, and the implant site while using ld programming. The patient had to keep having the ins adjusted because after two days it would ¿get cranked back up by itself.¿ the patient would sometimes just turn the system off until they went back in for programming. It was noted that it was wonderful since they were reprogrammed with high density (hd) programming.